Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation. During the investigation it was noted that review of the device log does confirm error occurring on (B)(6) 2026, however, this error was cleared in the zoll depot and did not reoccur after completing the fast test. The device successfully completed the daily, weekly, monthly self-test, stress test, and internal inspection without any discrepancies. The main board was replaced to reduce the probability that error may reoccur and further evaluation of the main board was unable to duplicate the reported fault. Pads were not returned to be evaluated, an email was sent to the customer requesting the pad, however, we have not yet received a response. The investigation is closed as observed in device data, this claim will be updated once new information is received. Analysis of reports of this type has not identified an increase in trend.